Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing morphine (unknown) (2mg/ml). It was reported that patient had a critical alarm showing that it had been empty as of 12/14. Agent reviewed considerations around pump running empty including options to fill pump and monitor for efficacy and volume accuracy or pump replacement. Caller stated that they will try to get drug to fill pump as soon as possible. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.